Manufacturer narrative:
Sorin group (B)(4) manufactures the heater cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(6). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the heater cooler patient bridge pump is failing and the cardioplegia pump is noisy. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported malfunction and replaced the patient bridge to resolve the failing patient pump issue. The technician was also able to reproduce the noise on the cardioplegia side. The pump was tested and the service technician confirmed that the noise has no effect on the functionality of the heater-cooler device. Subsequent functional testing did not identify any further malfunctions and the device was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant tot he reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Evaluated on site by sorin service rep.